Manufacturer narrative:
Notified of the event through correspondence from law firm. Law firm alleges clients suffered cosmetic damage after procedure with gs100. No allegation of device malfunction or failure. Direct cause of injury is unknown but contributing factors may include patient compliance with post-procedure physician instructions, physician technique, or damage caused by subsequent surgeries. Subject generator has been evaluated and performed within specifications. No failures noted.

Event description:
Notified of the event through correspondence from law firm. Law firm alleges clients suffered cosmetic damage after procedure with gs100. No allegation of device malfunction or failure.